Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds. A lead perforation was confirmed. The lead was then cut and explanted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds. A lead perforation was confirmed. The lead was then cut and explanted. A new lead was implanted. No additional adverse patient effects were reported.